Event description:
The complainant reported the patient was on impella 5.5 support and during support, the patient had episodes of ventricular tachycardia and amio was started. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.